Manufacturer narrative:
(B)(4). Insulin pump alarmed unexpected restart alarm after battery change and resets time or date to factory default due to connector on interface board voltage leak at interface board. However, insulin pump passed the self-test and displacement test. No unexpected error alarm noted during testing. Insulin pump had cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and insulin pump error. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump and self test passed. Insulin pump will be returned for analysis.